Manufacturer narrative:
Fields changed: b4, b5, g4, g7, h1, h2, h6. After decontamination, the valve was visually inspected without highlighting elements of non-conformity, according to the specifications. In order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The results confirmed that the returned pvs23 meets the iso 5840 minimum requirements and no regurgitation and/or anomalies are observed during the open/close cycle, both in normotensive and hypotensive conditions. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device as the claimed issues were not reproduced in the performed investigations. Specifically, no regurgitation and no anomalies in the open/closed configurations of the device were observed during the functional test under hydrodynamic testing conditions.

Manufacturer narrative:
Fields changed: date of report, description of event or problem, concomitant medical products, premarket identification, type of report, type of reportable event, follow up type, adverse event problem. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The device was returned to the manufacturer and it was received on 11 dec 2019. Further investigation on the device is ongoing. Upon completion, a follow up report will be submitted.

Event description:
On (B)(6) 2019, a male patient received a perceval pvs23 to replace the native stenotic valve. After closing the aorta and weaning the patient from bypass, central leak and improper leaflet coaptation were reported. The device was explanted intraoperatively due to the aortic regurgitation detected and was replaced by a perimount magna ease. It is reported that the patient's own heartbeat was not restoring. The patient reportedly passed away 7 days after the procedure due to multiple organ failure. Per the surgeon's assessment, the patient's death is not related to the perceval valve.

Event description:
On (B)(6) 2019, a male patient received a perceval pvs23 to replace the native stenotic valve. On the same day, the device was explanted due to significant aortic regurgitation. A central leak and improper leaflet coaptation were reported.